Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of the device operating in safety mode. The device case was opened and visual inspection revealed no irregularities. It appears that this device has completely scrambled ram as if the power was lost and then restored. The device information was corrupted which prevented the memory download tool to be used. No high current drain or other device anomaly was identified during analysis. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for safety mode last night. The patient was contacted and presented to the hospital for an urgent replacement procedure. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for safety mode last night. The patient was contacted and presented to the hospital for an urgent replacement procedure. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for safety mode last night. The patient was contacted and presented to the hospital for an urgent replacement procedure. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.